Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges he was going downhill and the unit pitched him out of the chair causing a broken knee cap and torn rotator cuff.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device was evaluated by a field service technician. The armrests were loose and were tightened. The unit is working properly.

Event description:
Consumer alleges he was going downhill and the unit pitched him out of the chair causing a broken knee cap and torn rotator cuff.